Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient passed out. There was no documentation of symptoms prior to loss of consciousness. The cgm was reading 60 mg/dl and the blood glucose was not checked. It was not documented whether the patient attempted to treat the low reading. The patient woke up in the hospital. The bg was 20 mg/dl and the cgm reading was not documented. The patient was treated with unremembered medicine and was sent home the next day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.